Event description:
The device user reported that they had recently been hospitalized due to "cellulitis around the implantable receiver-stimulator" "conponed" of the device and just below the ribs. It was also reported that pt had previously been diagnosed as septic on two occasions, reportedly attributable to a venous catheter port. The pt was treated with antibiotics with each occurrence, and the catheter port was removed following the second occurrence. The pt subsequently experienced an adverse reaction to an arthritic anti-inflammatory drug, first involving "redness" on their left hip, followed two days later by "redness" on their right side over the implantable receiver stimulator. Pt was diagnosed at this point with "cellulitis". It was subsequently determined that their "cellulitis" was actively an infection, and not just inflammation and the user was hospitalized for antibiotic treatment. It is not known whether the implantable receiver stimulator contributed to this event.